Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported difficulty removing the cds from the anatomy was unable to be tested. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported difficult cds removal from the anatomy appears to be related to user technique as the clip became caught on the chordae during positioning the device. The patient effects of tissue damage and additional therapy/non-surgical treatment were the result of the clip becoming caught on in the chordae and thus related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught on tissue, resulting in increased mitral regurgitation (mr) and suspected tissue damage which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat mixed mr with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the left atrium (la). While steering the clip from the la to the left ventricle (lv), the clip became caught on tissue. Troubleshooting was performed for 1 hour and the clip was freed; however, the mr increased from 2 to 4, and tissue damage was suspected due to the entanglement. The cds was removed and replaced. An additional clip was implanted for treatment and reduction of the mr. Two clips were implanted, reducing the mr to 2. The patient was confirmed to be stable. No additional information was provided.